Event description:
The reporter stated that the accu-chek comfort curve strip expiration date is 06/30/2009. The electronic inventory system expiration date for the strips is 06/30/2008. Batch record verification confirmed the expiration date as 06/30/2008. No actions taken or treatment given based on event. No adverse event reported. On a subsequent call, the customer was unable to verify the date of the strips. New strips sent and return requested.